Event description:
It was reported that the device had data loss/internal battery issue; however, the device evaluation noted a delaminated downstream occlusion seal. Unknown patient involvement.

Manufacturer narrative:
Received one device, the reported problem was verified. Additionally, a delaminated downstream occlusion (dso) seal was noted during visual inspection. The dso was replaced. The device then passed all testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.